Manufacturer narrative:
B3: estimated date. The original tweet referenced in b5 is filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: reported device code 2017 : against resistance. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It was reported that force was applied. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It may be possible that the force applied contributed to the reported guide detachment. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
A (B)(6) was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response: ¿one of my friends had a similar issue. He used a bit of force and did not dilate the tract. The hydrophilic portion got stuck in calcium. Removed by surgery.¿ no additional information was provided.